Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, the pacemaker was temperature cyled to reproduce the open trace via high current condition. However, the high current condition could not be confirmed bu the device memory noted telemetry system faults. The high power usage and telemetry errors were due to open or resistive via on the module.